Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
During follow-up, noise was observed in device memories. The device should be replaced soon (normal battery depletion), therefore the physician wants to know if there is an issue with the lead (non sorin lead). Preliminary analysis confirmed intermittent non physiological signals, that could be related to intermittent lead or connexion issue. Since they appeared suddenly and are not related to any patient activity, physician decided on 11 feb 2015 to remove also the lead. The ICD return was requested, however, it is unknown if it will be done.

Event description:
During follow-up, noise was observed in ventricular channel. The device has been replaced (normal battery depletion), therefore, the physician wants to know if there is an issue with the lead (non sorin lead). Since the noise appeared suddenly and was not related to any patient activity, physician decided on (B)(6) 2015 to remove also the lead.

Manufacturer narrative:
The device was removed (date unknown). It will be returned for analysis.

Event description:
During follow-up, noise was observed in device memories. The device should be replaced soon (normal battery depletion), therefore the physician wants to know if there is an issue with the lead (non sorin lead). Preliminary analysis confirmed intermittent non physiological signals, that could be related to intermittent lead or connexion issue. Since they appeared suddenly and are not related to any patient activity, physician decided on (B)(6) 2015 to remove also the lead. The ICD return was requested, however, it is unknown if it will be done.

Event description:
During follow-up, noise was observed in device memories. The device should be replaced soon (normal battery depletion), therefore the physician wants to know if there is an issue with the lead (non sorin lead). Preliminary analysis confirmed intermittent non physiological signals, that could be related to intermittent lead or connexion issue. Since they appeared suddenly and are not related to any patient activity, physician decided on (B)(6) 2015 to remove also the lead. The ICD return was requested, however, it is unknown if it will be done.